Event description:
The customer reported her blood glucose reached in the 300's mg/dl less than 24 hours after the pod was activated. She then realized the cannula was not inserted properly into her skin and it was stuck to the adhesive pad.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.